Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, its is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Evaluation code: no manufacturing abnormalities could be detected. The liner was returned with no black debris present.

Event description:
It si reported that small black fleck of debris was inside the liner when it was opened on the sterile field. The liner was immediately pass off the sterile field. A new liner was opened and implanted.